Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed several loss of primes due to zero force warnings on the reported failure period. The pump powers on and displays verify screen. The pump passed ez primes steps and primed correctly. A 24 hour duration test was performed on the pump on a 1 unit per hour basal program. The pump cover was removed and the force sensor flex pins inspection showed a crack trace near to the pin. Force sensor resistance reading is within specifications. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor pin was cracked . This report is made based on results of investigation completed on (B)(4) 2013.